Event description:
During replacement surgery, they had difficulty inserting the 5 mm step-up sleeve adapter.

Manufacturer narrative:
An investigation was performed and it was found that the system does work as labeled and specified, however, it can be difficult to use.